Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 496 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pump and manual injection. Customer did not use sensor with insulin pump. The insulin pump had insulin flow blocked alarms. The customer was unable to clear the alarm. Customer states the insulin did not exit. The insulin pump will not be returned for analysis.